Event description:
Brand new 544965, used for first time in a lap left hemihepatectomy and cholecystectomy. During 5th cartridge use surgeon tried to clip a vessel but made a crack sound and instrument was not useable. Upon examination, the pin holding jaws at pivot point was noted to be broken. No retrained products were found in patient. Another lap applier was used to finish the case.

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) lot in july of 2021. This instrument has not been returned for review or evaluation therefore we are only partially able to validate this complaint based on the submitted pictures. Customer provided pictures show a 5mm endoscopic applier with its jaws tilted to one side and the outer tube assembly bent/damaged and the other picture shows the side view of the lower tube assembly with the jaw pivot pin pulled thru one side of the outer tube assembly. We are unable to determine what caused this instrument to become damaged but mishandling at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Brand new 544965, used for first time in a lap left hemihepatectomy and cholecystectomy. During 5th cartridge use surgeon tried to clip a vessel but made a crack sound and instrument was not useable. Upon examination, the pin holding jaws at pivot point was noted to be broken. No retrained products were found in patient. Another lap applier was used to finish the case.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2021. Evaluation of the returned instrument shows that the jaws are tilted to one side and the outer tube assembly is bent/damaged and the jaw pivot pin is pulled thru one side of the bent/damaged outer tube assembly. We are able to validate this complaint. We are unable to determine what caused this instrument to become damaged but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
Brand new 544965, used for first time in a lap left hemihepatectomy and cholecystectomy. During 5th cartridge use surgeon tried to clip a vessel but made a crack sound and instrument was not useable. Upon examination, the pin holding jaws at pivot point was noted to be broken. No retrained products were found in patient. Another lap applier was used to finish the case.

Manufacturer narrative:
Qn#(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in july of 2021. This instrument has not been returned for review or evaluation therefore we are only partially able to validate this complaint based on the submitted pictures. Customer provided pictures show a 5mm endoscopic applier with its jaws tilted to one side and the outer tube assembly bent/damaged and the other picture shows the side view of the lower tube assembly with the jaw pivot pin pulled thru one side of the outer tube assembly. We are unable to determine what caused this instrument to become damaged but mishandling at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Brand new 544965, used for first time in a lap left hemihepatectomy and cholecystectomy. During 5th cartridge use surgeon tried to clip a vessel but made a crack sound and instrument was not useable. Upon examination, the pin holding jaws at pivot point was noted to be broken. No retrained products were found in patient. Another lap applier was used to finish the case.